Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens and iop elevation from baseline is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
An article published titled "the efficacy and safety of implantable collamer lens for adult myopia treatment: a comprehensive prospective study" a literature to determine short term visual outcome and safety features following implantation of implantable collamer lens (icl) for correction of myopia. The article reported 5 cases of elevated iop post -icl. Topical medication was administered for all eyes. This study evaluate the effectiveness of implantable collamer lens (icl) for addressing myopia, including cases of moderate to high myopia, within a population from northern india. The findings of this study indicate that using phakic intraocular lens implantation to correct myopia demonstrates effectiveness and predictability, particularly for moderate to high myopia. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.